Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing phrenic nerve stimulation with high output mode with auto threshold. This resulted to patient experiencing to discomfort, pain, undesired sensation and overstimulation. Furthermore, this lead was revised. No additional adverse patient effects were reported.